Manufacturer narrative:
(B)(4). This final report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, g6, h1, h2, h6, h10. Multiple MDR reports were filed for this event, please see associated reports: 3002806535-2021-00082-1, 3002806535-2021-00083-1. As the product has not been received, the investigation was limited to the information provided. We have not been provided with x-rays or any supporting documentation which could provide additional information. A review of the manufacturing history records could not be performed as item numbers and lot numbers are unknown. A review of the complaint database could not be performed as item numbers and lot numbers are unknown. Risk assessment: without the opportunity to examine the complaint product and without adequate information received regarding the event, root cause could not be determined and therefore risk could not be assessed against occurrence or any new previously unidentified risk. No corrective or preventive actions are deemed necessary at this time. If any additional information becomes available, then the complaint will be reopened and investigated thoroughly.

Event description:
It was reported a patient underwent left knee arthroplasty on (B)(6) 2016. Subsequently was revised on (B)(6) 2021 due to pain and slight infection.

Manufacturer narrative:
(B)(4). Initial report. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Medical product: unknown oxford tibial component, catalog #: unknown, lot #: unknown. Medical product: unknown oxford femoral component, catalog #: unknown, lot #: unknown. Multiple MDR reports were filed for this event, please see associated reports: 3002806535-2021-00082, 3002806535-2021-00083. Patient ID: (B)(6). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported a patient underwent left knee arthroplasty on (B)(6) 2016. Subsequently was revised on (B)(6) 2021 due to pain and slight infection.